Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when they try to charge her left side she could not get the recharger to charge her ins. Caller stated she is seeing the reposition antenna screen. Caller was also getting poor communication on the programmer as well. Caller stated it has been a month since she last charged the ins. It was reviewed it may be in overdischarge.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing representative (rep) that the patient was claiming the battery to be completely depleted. They were stating they were now unable to connect the implantable neurostimulator (ins) with "any" external devices. Technical services had the rep "do a short physician recharge mode" and try to start a normal charging session. The rep stated when a charging session was started the power on reset (por) message was displayed and then normal charging with 8 coupling bars were observed. The rep would continue charging with the patient and would then interrogate to clear the por and check therapy settings. On the same date, additional information was received that the patient reported the last charging session as having been "about two months ago."